Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, hole in right cylinder (16cm) approx. 1cm from distal end.

Manufacturer narrative:
This follow up MDR is created to document the conclusion of the investigation and the additional event and device information received. A titan touch pump, two cylinders, a reservoir, and a piece of detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation near the base of the bladder of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with sharp instrumentation such as a needle. Burn-like marks noted in the middle of the bladder of cylinder #1, indicating contact with a cauterization tool. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #2, the reservoir, or the piece of detached inlet tubing. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no other complaints of this type were reported for lot 5704184. Review of nonconforming reports revealed no nonconformance's with this lot that would have contributed to the reported event. No capas for issues of this type are associated with this lot. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation near the base of the bladder of cylinder # 1 occurred subsequent to the device packaging being opened. Based on the evaluation and due to the brief period in-vivo, quality concluded that the separation most likely occurred inadvertently during the implant procedure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
According to available information, hole in right cylinder (16cm) approx. 1cm from distal end. Additional information received indicated the device was unable to be inflated at first post op appointment - also possible infection.